Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and the insulin gauge was inaccurate. No reported adverse impact to the customer's blood glucose. The customer declined a follow up call and troubleshooting from tandem technical support.